Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was a value displayed as "high," and the meter bg reading was 42 mg/dl. Bg was addressed via consumption of carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
Per the tandem user guide - the t:slim x2 insulin pump with control-iq technology is indicated for use by people six and older. Control-iq technology should not be used by anyone under the age of six years old. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.